Event description:
An attempt was made to treat a lesion in the lad with 90% stenosis using a sprinter legend 1.50 x 15mm rx balloon. The device was inspected before use with no issues noted. During the surgery, the delivery system became kinked during advancement to the lesion. The device was removed and a new device was used to complete the surgery. No patient complications or clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the balloon was observed to be burst. Evaluation summary: the device was returned for analysis. There were two kinks located on the strain relief. The balloon of the device had previously been inflated. The balloon of the device was damaged, there was a longitudinal tear on the working length, the edges of the tear were jagged.

Manufacturer narrative:
Evaluation results: patient condition affected the effectiveness of the device (lesion morphology - 90% stenosis). Related to operational context (device was inspected before use with no issues noted -most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related). Deformation problem (burst balloon). Conclusion results: device failure related to patient condition (lesion morphology - 90% stenosis). Operational context caused or contributed to the event (device was inspected before use with no issues noted -most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related). (B)(4).